Manufacturer narrative:
Date rec¿d by MFR : 10sep2019, date of report : 11sep2019. The customer confirmed the issue could not be duplicated, however, customer declined to provide repair details. If additional information is received a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit was ventilator inoperable at power on with an error code message of power on self test (post) tcb not responding (during post, the user interface processor detected that the controller processor timed out). The customer reported there was no patient involvement. The event date was not specified; estimate used.